Event description:
It was reported that the customer was hospitalized due to high blood glucose over 500mg/dl. The doctor believes the insulin pump was malfunctioning. Troubleshooting was performed. The time, date, basal rates, and bolus wizard were correct. The drive support cap appears to be normal. Assisted the nurse to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the nurse to remove the cannula and it was not bent. Advised the caller that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.